Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 98mg/dl to 108 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently not taking medication to manage diabetes. The customer provided that they have not had any recent changes to diet, and customer manages the diabetes with proper diet and exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 116 mg/dl and 114 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is the month of january 2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 98mg/dl to 108 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently not taking medication to manage diabetes. The customer provided that they have not had any recent changes to diet, and customer manages the diabetes with proper diet and exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 116 mg/dl and 114 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is the month of january 2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Adverse event not reported.